Event description:
It was reported that the patient will undergo a surgical procedure to revise the inflatable penile prosthesis (ipp) due to pump malfunction. The ipp remains implanted and active.

Manufacturer narrative:
Correction: this event is in relation to the explanted and replaced device and was not due to the recall..

Event description:
It was reported that the patient underwent a surgical procedure to revise the inflatable penile prosthesis (ipp) due to the device no longer inflating. The ipp cylinder, pump and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient was discharged and sent home.